Event description:
During the procedure in which the sheath was being inserted into a heavily scarred groin, the sheath separated and segments of the sheath had to be surgically removed from the patient. This happened with two sheaths. Please refer 1820334-2006-00095.